Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that on 22-jan-2024, the patient experienced a driveline communication fault alarm. The patient silenced the alarm until the next day, 23-jan-2024, when they visited the outpatient clinic. The patient was fine at the time of the alarm. Log files were downloaded and the patient's modular cable and system controller were exchanged. The alarm resolved temporarily but came back.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with the pump were identified through this evaluation. The controller event log file contained events from 23jan2024. A persistent driveline power communication alarm was captured throughout the file, which was associated with intermittent comm a faults. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. The root cause of the reported event was identified. Evaluation of the returned modular cable confirmed wire damage that would have resulted in the reported driveline communication fault alarms (see manufacturer report number 2916596-2024-03802). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was originally reported that the alarm resolved temporarily but came back. However, additional information clarified that there were no further alarms following the modular cable and system controller exchange on 23jan2204.